Manufacturer narrative:
(B)(4). The device history record of batch number 74e2000904 that belong to catalog number a-6000-08lf (pe adult-ped dry/wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Reported issue: leaking from the tubing to the device at the connector.